Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 30 may 2024, patient reported that infusion sets fell off during use within 24 hours of use. Patient blood glucose at the time of issue was 200 mg/dl and treated by correction bolus via pump. Patient replaced infusion set and resumed insulin successfully. No further information was available.